Event description:
The customer called to report that they were hospitalized for dka. It was started that the doctor did not want pt using the pump. The customer's bg was treated with manual injections. Also the customer indicated that they were hospitalized approximately two weeks ago. The lead screw could not be performed because the original line in the lead screw has worn out. The high-pressure test was not done due to the lack of clamp. The basal rates, time, and bolus history were accurate. However, the alarm history revealed several no delivery alarms. The customer informed that they never heard nor was aware of. The customer has lost weigh and has many site issues. Also the customer sometimes had bent cannulas and pain at the site. The customer stated that they had lumps, red and swollen with occasional discharge.